Event description:
The customer called to report discrepancies between the sensor glucose and blood glucose readings. The customer stated that they are 20 to 40 points off. The customer also stated that he was recently treated by the paramedics because he treated based on the sensor glucose instead of the blood glucose. The customer was advised to always treat based on the blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.